Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient woke up with a sore throat and vomiting and it was noted that blood glucose reached 469 mg/dl. Patient went to the emergency room and blood glucose was at 770 mg/dl and the patient was admitted. The patient continued to wear pod and was also treated with IV fluids. The pod was worn between 24 and 36 hours.